Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, the patient was found to be incoherent, unable to speak, and experiencing full-body tremors. At the time, his cgm displayed a reading of 80 mg/dl, while a concurrent fingerstick glucose test showed a significantly lower value of 42 mg/dl. Concerned neighbors administered a popsicle and called emergency services. Upon arrival, the ambulance team performed another fingerstick test, which confirmed a glucose level of approximately 40 mg/dl. The patient was treated with a rapid-acting IV glucose solution. There is no documentation indicating further medical evaluation or intervention following this event. During a follow-up call, the patient was reported to be doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.